Event description:
Procedure was done for reconstruction. Date of problem is hard to establish. Rptr became very ill in 1991, but had had problems for several years that were probably related to the implants. 9/28/93, rptr had silicone breast implants removed. The left implant had ruptured. The right implant was found to be wet to the touch. The nature of rptr's problems is very long list over the period of time. She was sick. Several of the problems cleared up about six months after the removal of the implants, others are still present and rptr will probably be on medication for the rest of her life.